Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. The proximal neck was 18-22 mm in diameter and 16 mm in length. The left and right common iliac arteries were 12 mm in diameter. The right external iliac artery measured 5.8 mm in diameter and the left external iliac artery measured 6.7 mm in diameter. The patient had a reversed tapered aortic neck. It was reported that during the index procedure, after implantation of the main body and limbs, angiography confirmed a proximal type I endoleak and a type IV endoleak. The physician then implanted other manufacturer¿s aortic cuff reducing the amount of the endoleak however, did not resolve. The physician commented that it was an acceptable result because it was the case of reversed taper. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).